Event description:
A patient experienced hyperglycemia while wearing a pod on the arm for an estimated 5 to 24 hours. Blood glucose levels were reported as 447 mg/dl (24.8 mmol/l) via continuous glucose monitoring and 500 mg/dl (27.8 mmol/l) via capillary measurement. According to the reporting french prestataire, the patient experienced ¿hyperglycemia with no alarm and frequent bolus injections that were ineffective.¿ the patient sought emergency medical assistance on (B)(6) 2025. The available report confirms that the patient was evaluated in the emergency department; however, no additional clinical details were provided regarding symptoms, diagnosis, treatment administered, or the duration of the visit. It is also unknown whether the pod remained in place during medical evaluation. Follow-up efforts were initiated to obtain the missing clinical and product-related information. The reporting party indicated that they were unable to provide further details and would require supervisor approval before permitting direct contact with the patient. As of the latest update, no additional information has been obtained. A supplemental report will be submitted if further details become available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported event of pod hazard alarm/alert/advisory - audio no audible warning.